Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No failed battery test alarm, missing segments or charge/battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up, down and act buttons were worn down, not as sensitive as before and sometimes had to be pressed multiple times to work. The customer also reported that the insulin pump rejected new battery, had random no delivery alarms, there were scratches on the screen that sometimes forces customer to angle insulin pump, battery life was down and rewind was louder and longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.